Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Repeat testing was not performed. Confirmation testing was not performed. The customer indicated that the patient had a fever and was positive for influenza type a during the same timeframe. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation or vigilance reporting. H3 other text: single-use: device discarded.